Event description:
Flu and arthritis symptoms, severe hypertension, joint swelling, pain and stiffness, muscle fatigue, breast tenderness, fatigue, swollen glands, coldness/pain of extremities, first implants too small, now implants too heavy, visible implant wrinkles, cold all of time, long healing periods, aches and pains, shortness of breath, emotional problems because of appearance, memory problems, arthritic complaints in shoulders and ankles, raynaud's fever, chills, paresthesias, headaches. Also see 1003950, 1003951, 1003952, 1003953.